Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The target lesion was located in the proximal-to-mid left anterior descending (lad) artery which ex hibited 90% lesion stenosis, moderate calcification and severe tortuosity. Severe stenosis of the first diagonal branch was also reported and a timi flow was assessed as grade 3. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Initially, two medtronic stents were sequentially implanted from the distal end. The 2.75×30 mm resolute onyx stent was advanced and, despite repeated attempts, could not be overlapped with the previously implanted stents. The stent was removed and was noted to be damaged with stent wire protruding and exposed. Post-dilation was performed. The procedure was successfully completed with the same model of stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the two medtronic stents (2.5 × 18 mm and 2.5 × 22 mm) that were initially deployed were reported to be fine and did not show any de formation or other problems. Image review: two images returned for analysis. One image shows a shelf carton confirming lot number and device size. The second image shows a stent on a delivery device exhibiting deformation. Two still procedural images were received for analysis. The images depict the lad and lcx vessels. Use of the resolute onyx device is not captured in the images. Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the distal stent wraps with struts raised. No deformation evident on the distal tip. No other damage was observed on the remainder of the device. Correction: the lad lesion was pre-dilated with a 2.0 × 20mm balloon and expanded at 10 atm for 6 seconds. Initially, two medtronic stents (2.5 × 18 mm and 2.5 × 22 mm) were sequentially implanted from the distal end. A 2.75 × 34 mm resolute onyx stent was then attempted which passed the lesion and was successfully implanted instead. A 2.75 × 12 mm post-dilation balloon was used and expanded repeatedly at 12 atm for 6 seconds, overlapping with the 2.5 × 22mm resolute onyx stent by about 3 mm, then expanded and released. A 2.5 × 12mm post-dilation balloon was inserted and expanded at 12 atm for 6 seconds. A 2.75 × 12mm post-dilation balloon was inserted and expanded at 14 atm for 6 seconds within the distal stent. A 3.0 × 15mm post-dilation balloon was inserted and expanded at 14 atm for 6 seconds within the mid-segment stent. Annex a code b7.relevant history medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.